Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer also reported using their supplies for five days. Tandem customer technical support informed customer that is off-label per the user guide. Customer reported blood glucose level was in the 100 mg/dl range.